Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD), implanted one day, was exhibiting pauses on a real-time ECG. Therefore, the patient was brought into the or for an invasive procedure at which time it was noted that one of the set screws was loose. Blood was also observed in the header; however, the set screw was tightened and the patient was sent to recovery. Because the oversensing and inhibition of pacing were still observed, the physician elected to explant the system and replace it with another cpi ICD system. Following this procedure, oversensing and inhibition of pacing were still observed.